Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. Investigated the customer complaint with unit not triggering. He could not reproduce the any triggering issue with the device. Consulted with the end user by texting. The customer stated, "it kept triggering between EKG and pressure". Customer thinking the triggering issue was because there wasn't enough pressure. The customer was using fiber optic balloon for internal pressure. Functional tested without any issues or failures. Reviewed the logs. Cs300 iabp services completed. Safety, calibration, and functionality checks to factory specifcations. Released to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not triggering.